Manufacturer narrative:
Results: inherent risk of procedure: (stent embolism). Related to operational context: (stent embolism during operation). (No results available since no evaluation performed): device or procedural images not provided for review. Device not returned for evaluation. Conclusions: related to operational context: (stent embolism during operation). Inherent risk of procedure: (stent embolism). Unknown: unable to confirm complaint: (device or procedural images not provided for review). (B)(4).

Event description:
The device was removed from the packaging, inspected and negative prep performed with no issues noted. The physician was attempting to implant one resolute onyx drug-eluting stent in the lcx but during the balloon inflation, the stent moved into lm, so the physician had to release it in the lm segment with no lesion. After post dilatation and stent optimization the procedure was completed with satisfactory angiographic result. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Additional information received 16-jul-15 the stent implanted into the lm was released using the same delivery system. Cine images showed that the physician was ready to implant the 2.75 resolute onyx stent in the prox cx segment. Next image showed that the stent is inflated into the lm, instead of the prox cx portion. According to the physician, delivery system ¿jumped¿ during the inflation. An additional stent was positioned to cover prox cx lesion. Image evaluation: the procedural images were reviewed for this event. The images show disease in the vessels. The images do not show the stent moving from the lcx to the lm vessel. The images show stents present in the lcx and lm. The images do not provide a definite root cause for the dislodgement.